Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(6) medical corporate headquarters in (B)(6), mn has been listed in sections d3. And g1. And the (B)(6) FDA registration number has been used for the manufacture report number. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient to the nurse that upon opening the product, they discovered that the pump cap would not stay on due to the cap threads being broken. Pump will be decommissioned. The operator of the device was the lay user/patient. The event occurred at the patient's home. This did not occur during patient use and there was no patient harm/adverse event reported.